Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for rising/high rv defibrillation coil impedance and rising/high superior vena cava (svc) defibrillation coil impedance. Noise was also seen on the stored electrograms (egm). A lead fracture is suspected. The lead has been capped and replaced. No patient complications have been reported as a result of this event.